Event description:
Boston scientific received information that the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms. A fracture was suspected. A revision procedure was performed and the lv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.